Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm and a 3.50mm x 15mm nc emerge balloon catheters were used for dilatation. However, during first inflation of both balloons below the rated burst pressure, the balloons ruptured. The devices were removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.